Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture. The rv lead was explanted and replaced. During laser extraction the right atrial (ra) lead was damaged. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The proximal conductor of the lead became extrinsically distorted due to melting. The outer insulation of the lead was extrinsically breached due to melting. The analysis noted that explant damage was observed on the outer insulation and proximal conductor/melted. But there also found the outer insulation breached in vivo. If information is provided in the future, a supplemental report will be issued.